Event description:
It was reported that twelve (12) femostop devices would not inflate.

Manufacturer narrative:
The complaint facility stated they had 12 femostop devices that would not inflate. No additional information was provided including patient information or condition, procedure dates, or device model numbers. On (B)(4) 2010 ascent did issue a voluntary recall for six (6) different femostop lot numbers. It was confirmed that the complaint facility did received some device from the recalled lot numbers. However, it is unknown if any of these complaint devices were from the recalled lots. The reporting systems monitoring branch did grant ascent a reporting exemption allowing one MDR to be filed for the 12 complaint devices.